Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The inflation/deflation difficulties and device operating differently were unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for inflation / deflation issues or device operates differently from this lot. A cine of the procedure was received and reviewed by an abbott specialist. The reviewer concluded the images confirm that air was present in the inflated stent system balloon. This may explain why the inflation was slow but does not explain a slow deflation. The images cannot confirm the amount of time it took for inflation and deflation. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: prepare an inflation device/syringe with dilated contrast medium. Attach an inflation device/syringe to the stopcock; attach it to the inflation port of the product. Open the stopcock to delivery system; pull negative for 30 seconds; release to neutral for contrast fill. Close the stopcock to the delivery system; purge the inflation device/syringe of all air. Repeat steps until all air is expelled. If air is seen in the shaft, repeat steps to prevent uneven stent expansion. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during a procedure of the 90% stenosed, non-calcified, non-tortuous, mid to distal, de novo right coronary artery after pre-dilatation with a 2.5 x 15 mm tenku balloon dilatation catheter the 3.5 x 33 mm xience xpedition stent was implanted at 8 atmosphere very slowly about 40-50 seconds using a non-abbott inflation device. It was noted that air was present in the balloon. The xience xpedition balloon was deflated with the air into the inflation device; however, deflation was very slow. There was no blood in the inflation device. The stent delivery system (sds) was removed from the anatomy and examined, then inflated and deflated outside the antomy without any confirmed issue. The same sds was re-inserted into the anatomy for post-dilatation as a routine procedure. Using a different non-abbott inflation device the balloon was expanded but seemed slower than usual and again air was noted in the balloon; the deflation needed more time than usual with the air going into the inflation device. The procedure was completed without any additional devices and there was no reported adverse patient effect. There was no adverse effect and no reported clinically significant delay. No additional information was provided.